Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported by the sales rep that during a bariatric procedure, the stapler only worked on the right side of the cut line. The left side didn't staple. A similar device was used to complete the case. There were no patient consequences reported. No additional information can be provided.